Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency due to kidney pain and high blood glucose symptoms on (B)(6) 2018. Customer did not have an exact blood glucose for when she was admitted to the hospital. Customer was able to complete carelink upload. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.